Manufacturer narrative:
Complaint confirmed, a broken fragment of ar-4020c-09 was received. The fragment measures approximately 1 cm long, and is warped. The device could not be measured due to the damage and biohazard residue found. The cause of the event is undetermined, however likely causes include improper bone prep; misaligned insertion; prying/leveraging the device during insertion and/or shallow driver engagement depth.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during knee arthroscopy surgery the screw broke off while inserting. The broken off piece has not been retrieved from the patient. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received. Update, (B)(6) 2021 received further information that the screw is secure inside the femur bone and cannot be moved/ is not loosening.